Manufacturer narrative:
(B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the side car rx was torn at the distal end. A dimensional inspection found the sidecar rx was pushed back approximately 1.5mm, which is out of specification. Functional inspection was performed and found the basket was able to open and close without resistance. The reported event was not confirmed. Based on all available information, it is possible that manipulation, technique used, tortuous anatomy, or patient's anatomical condition could have affected the functionality of the device at the time of the procedure causing the adverse event. Therefore, the most probable root cause for the problems discovered during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the basket failed to open. There were no patient complications as a result of this event. Investigation results revealed that the sheath was pushed back; therefore, this is now an MDR reportable event.